Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The product was returned in the condition reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The dilator of a preface sheath appeared crooked under fluoroscopy. The heartspan needle was retracted and the preface sheath was pulled out. There was no difficulty experienced during withdrawal. It was noticed that the heartspan needle punctured proximal to the tip of the dilator. The preface sheath was replaced with a st. Jude medical sl1 sheath (63cm), but the issue continued. The heartspan needle was replaced and the issue continued. A st. Jude medical sl1 sheath (63cm) and brk-1 xs needle (71cm) were used to complete the procedure. There was no patient consequence. This event was assessed as a reportable malfunction as there was potential for cardiac/vascular injury due to misalignment of the needle to the intended path.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The dilator of a preface sheath appeared crooked under fluoroscopy. The heartspan needle was retracted and the preface sheath was pulled out. There was no difficulty experienced during withdrawal. It was noticed that the heartspan needle punctured proximal to the tip of the dilator. The preface sheath was replaced with a st. Jude medical sl1 sheath (63 cm), but the issue continued. The heartspan needle was replaced and the issue continued. A st. Jude medical sl1 sheath (63 cm) and brk-1 xs needle (71 cm) were used to complete the procedure. There was no patient consequence the returned device was visually inspected and two punctures were found in the tip of the dilator. Per the event reported, functional test was performed; vessel dilator and cannula was compared against the shape master. Both devices were found within the tolerance zone specified. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the vessel dilator sub-assembly and no anomalies were found. The customer complaint has been verified. The root cause of the punctures could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Procedural factors may have contributed to the damages found.